Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient has been experiencing a severe rash at the insertion site. Patient typically removes sensor around day 5 after insertion due to skin irritation. Upon sensor removal, a rash, in the exact shape of the sensor adhesive, can be observed on the patient's skin. Patient has consulted with her physician and was prescribed a topical steroid that seems to negatively impact her blood glucose. Patient's mother is looking for an alternative solution for patient. Physician also recommended the use of an IV prep which the patient's mother says they will also try. At the time of her call to dexcom technical support, patient had discontinued cgm wear temporarily.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.